Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt had their neurostimulator replaced because it did not offer relief. Since the replacement surgery, the pt had no pain and good coverage.